Event description:
It was reported that during a left video-assisted thoracoscopic wedge resection procedure, the surgeon first fired a gold reload, which went okay. The second firing was a green reload and the staples formed okay, but you could hear the sound of the motor slowing down significantly to get through the firing sequence. The third firing was with a black reload and the surgeon pulsed the fire. It could be heard that the motor on the stapler was having a challenging time trying to complete the fire. Following this firing, the sales rep noticed the jaws on the stapler did not look right. The anvil half of the jaw had bent. The fourth and fifth firings were also with black reloads, but were fired with a new stapler. The surgeon had to over-sew one of the staple lines, but could not distinguish at the end of the case which staple line it was. There were a few malformed staples that the surgeon removed with a grasper. After the sale rep noticed the anvil was bent, it was suggested that a new device be used. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: anvil and photograph. Photographic conclusion: the analysis results found that only two photos for analysis were received. The pictures show an anvil bent upwards and without reload present. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The analysis results found that one pce60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil. Upon further analysis the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: patient had been through radiation twice resulting in extra thick lung tissue. Following the second firing of the device, with the green reload, sales rep reminded the surgeon that the black reload was available for thick tissue fires. Was buttressing material utilized? If so, which product? No buttressing was used during this procedure. Were the malformed staples removed from the same area that was over sewn? Surgeon removed the malformed staples he could see. They had moved so it¿s hard to say if they were on the same staple line he over sewed. If not, did the area require repair and if repaired, what was used? There was a portion of the staple line that he over-sewed with prolene suture.